Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's mother reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose levels. The caller stated that they received a low glucose alarm but the customer's blood glucose was not low. The patient's blood glucose was 18 mmol/l at the time of the incident. The caller was informed that a box of sensors will be arranged to be shipped to them.